Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo field service specialist (fss). The fss replaced the transducer assembly. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm unstable chamber in the priming stage. Although, the fss was not able to duplicate the issue, a loaner system was installed. The loaner system meets all amo specifications. Customer's system was sent to our office for repair. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a cataract procedure had experienced no vacuum after continuous curvilinear capsulorrhexis (ccc). The surgeon attempted to re-prime using a test chamber. The test chamber had swelled up; therefore it was considered an unstable. The surgery center attempted to re-start the system, replace the tubing pack, handpiece and tip but was unsuccessful. Although there was no patient injury reported, there were two patients remaining for the schedule procedures. The procedures were completed using a loaner system.